Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to being non-compliant with charging the ipg. As such, the ipg was inoperable. Surgical intervention was undertaken to explant and replace the ipg.

Manufacturer narrative:
Initial reporter has been updated to reflect the correct physician's information.

Event description:
Follow-up identified stimulation was restored post-operative.